Event description:
This is a spontaneous report received on 08jan2022 from an adult male consumer regarding his female partner (age unknown) who stated that col tb slim soft charcoal bristles from the brush were defectively detached and made their way to the back of her tongue, sensed a sensation in the back of her throat, causing her to panic and choke instantly, increased the intensity of the asthma attack, had irritable lungs and coughing, was uncomfortable and as well as the traumatic experience. The consumer's medical history included asthma. On an unspecified date, consumer started using col tb slim soft charcoal (frequency unknown). On an unknown date, the consumer experienced an unspecified sensation in the back of her throat as she was brushing her teeth. The reporter stated the "bristles from the brush it's self must be faulty or defective and in fact come detached from the brush". The reporter stated bristles "made their way to the back of her tongue and caused her to panic" and "caused her choke instantly breathing back the bristles into her lungs". The consumer experienced an asthma attack which required the consumer to go to the hospital for unspecified treatment. The reporter indicated his partner would also need to see her doctor to have her lungs screened for foreign material. At the time of reporting, the consumer was experiencing "irritable lungs", coughing and "uncomfortability". The reporter stated his partner had a "traumatic experience". Action taken with col tb slim soft charcoal bristles was unknown. At the time of this report, outcome of the events was unknown.